Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the lead exhibited low out-of-range impedance. The lead was replaced and the procedure was completed successfully. The patient was stable post-procedure.